Manufacturer narrative:
The device has not been sent to the manufacturer for evaluation. No batch review was possible for this case as the lot number could not be ascertained. No product malfunction has been identified.

Event description:
Liver failure [hepatic failure]. Perioperative portal vein thrombosis [portal vein thrombosis]. Veno-occlusive disease [venoocclusive disease]. Case description: initial info received on (B)(6) 2015. This literature case report was published in seminar in liver disease, by dhingra s. Et al, with the title "histological changes in nontumoral liver secondary to radioembolization of hepatocellular carcinoma with yttrium 90-impregnated microspheres: report of two cases" concerning a (B)(6) male. Medical history included use of anabolic steroids for several years (worked as a personal trainer), but otherwise had no underlying liver disease. Concomitant medications were not reported. On an unspecified date, the pt developed two tumors >10 cm in the right lobe of the liver and caudate as well as several smaller lesions. Biopsy of the largest lesions showed well-differentiated hepatocellular carcinoma (hcc) arising in a beta-catenin-mutated hepatic adenoma. Laboratory data included total bilirubin 0.7 mg/dl, ast 99 u/l, ggt 74 u/l, ldh 346 u/l, ap 122 u/l, inr 0.9, and platelet count 491,000/ul. Transarterial radioembolization (tare) was administered on two occasions separated by four months to the right lobe and caudate with instillation of radioactive microspheres into the right hepatic artery, delivering a total dose of 296.2 mci (10.96 gbq, 92.5% of intended treatment dose) during the first treatment and 116.5 mci (4.3 gbq, 97% of intended dose) during the second treatment. Subsequent imaging showed treatment effect with decrease in size of the two dominant lesions to 9.1 cm and 5.6 cm, but with residual viable tumor at the periphery. Gross imaging showed the right lobe and caudate specimen contained two tumors and a satellite nodule. The larger tumor, 8 x 8 x 6.5 cm, was located in segments 6 and 7 and showed extensive necrosis. The smaller tumor, 5.6 x 5.4 x 4.0 cm, was located in the right lobe extending into the caudate and also showed necrosis. A satellite nodule measuring 1.2 cm in greatest dimension was located adjacent to the smaller tumor. The resection margins were negative for tumor. The peritumoral and nontumoral liver was diffusely congested with alternating areas of dark red beefy discoloration and relatively pale discoloration. Hematoxylin and eosin stained sections from both tumors showed residual viable tumor consistent with moderately differentiated hcc with areas of necrosis, hemorrhage, and fibrosis (necrosis estimated to be 60%). The satellite nodule also showed moderately differentiated hcc. Microscopic vascular invasion was present. Embolization microspheres were identified in the tumor, and peritumoral (within 1 cm of tumor) and nontumoral liver. The peritumoral liver showed multifocal parenchymal collapse with fibrosis and crowding of protal tracts. There was diffuse sinusoidal dilatation with congestion, endothelial cell denudation, marked atrophy of hepatocytes, and fibrous occlusion of central venules involving the peritumoral and nontumoral liver, features consistent with veno-occlusive disease. Ductular reaction was also present. Four months after the second tare procedure, the pt underwent extended right hepatectomy that was complicated by perioperative portal vein thrombosis and liver failure that let to pt's demise. The author did not assess the relationship between the events experienced by the pt and therasphere. Case comment: veno-occlusive disease and perioperative portal vein thrombosis are considered unlisted and liver failure is considered listed as per the current therasphere instructions for use. Use of anabolic steroids has been reported to have a detrimental effect on endothelial cells, and may have predisposed this pt to the development of endothelial injury. This single case report does not modify the risk benefit balance of therasphere. The company is continuously monitoring all respective reports received, and based on cumulative experience, will-re-evaluate the available evidence on an ongoing basis.